Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, and damage to the patient, including but not limited to inferior vena cava (ivc) perforation, filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering, and other damages. Per the implant records, the patient was reported to have a history of deep vein thrombosis (dvt). The operative reports indicates that the patient underwent an inferior venacavagram, placement of an optease filter in addition to placement of a peripherally inserted central catheter (PICC) line under fluoroscopic control. The patient tolerated the procedure without incident. Filter placement surgical procedural details were not provided. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and eleven months after the filter implantation. The patient reports tilting of the filter, perforation of filter struts outside the ivc, filter embedded in wall of the ivc, filter protruding with cough and fear of having sex in addition to anxiety related to the filter.

Manufacturer narrative:
As reported, a patient was treated with an optease inferior vena cava (ivc) filter which subsequently malfunctioned including but not limited to ivc perforation, filter tilt and embedment. Per the implant records, the indication was history of dvt (deep vein thrombosis). A venacavagram was done and the optease was deployed without reports of complications. A PICC was inserted in the same procedure. Filter placement surgical procedural details were not provided. Per the patient profile form (ppf), the patient reports tilt, perforation of filter struts outside the ivc, filter embedded in wall of the ivc, filter protruding with cough and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc device protrusion during coughing does not represent a device malfunction. The intra-thoracic and abdominal pressure increase during the action of coughing, potentially displacing the internal organs, in the case with the ivc, located in the abdomen, this may be visualized as protrusion of the organs/structures beyond the normal abdominal girth. Anxiety and sexual disorder do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction provided in section g5 (PMA).

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact is not a medical professional but a more accurate choice is not available. As reported, a patient was treated with an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to ivc perforation, filter tilt and embedment. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including but not limited to inferior vena cava (ivc) perforation, filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering, and other damages.